Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned device was a guidezilla guide catheter in two pieces, with blood on the device. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube. Microscopic inspection of the shaft/collar area revealed a partial separation. Microscopic investigation of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26may2016. It was reported that catheter difficulty crossing lesion and shaft kink occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. During percutaneous coronary intervention (pci), the guidezilla guide extension catheter was used to support the stent delivery; however, difficulty advancing in the vessel due to severe calcification in the proximal coronary artery was noted. Furthermore, when the guidezilla was being manipulated for a while, the shaft got kinked. The device was removed from the patient without strong resistance and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good. However, device analysis revealed a partial separation in the shaft/collar area.